Event description:
It was reported that the patient called for help setting up and using the monitor. The monitor would not start up after the start button was pushed. After disconnecting and reconnecting the power cord, the monitor turned on. The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.